Event description:
The procedure was peripheral stenting to a common iliac artery lesion and during postdilatation of the stent, the powerflex p3 balloon ruptured below nominal pressure (exact atmospheres at the time of rupture are unknown). Vessel characteristics were indicated as the following: severe calcification, severe tortuousity and 100% stenosis. A radifocus terumo guidewire was inserted across the lesion via a sheath introducer without difficulty. After successful predilatation and stent deployment, the powerflex p3 dilatation catheter was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated using an encore indeflator, however, the balloon ruptured. Consequently, the powerflex p3 dilatation catheter was withdrawn and another dilatation catheter balloon catheter. The procedure was successfully completed without incident to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.